Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - the device was manufactured at one of the two following manufacturing facilities: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link microbore catheter extension sets were leaking at the connection to a non-baxter IV catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.